Event description:
Additional information was received from a manufacturing representative. It was reported that the patient's stimulation was turned down and he didn't do so well. Stimulation was turned back up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported the patient was currently at an alzheimer facility and started to have rigidity and tightness on (B)(6) 2017. An estimated longevity calculation was performed at the following parameters: 3.5v/60pw/120hz. C+1- therapy impedance: 360 ohms, 1.4v/60pw/120hz. C+6- therapy impedance: 459 ohms, and on continuous. The estimated longevity was determined to be 53 months from the implant date. The patient¿s implantable neurostimulator (ins) voltage was 2.64v. The patient was implanted for parkinson¿s dual.